Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that patient death occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. A trivial effusion was noted prior to the start of the procedure. The transseptal puncture was performed with no issues reported and a 24mm watchman flx pro laa closure device & delivery system (wds) was deployed in the patient but did not meet release criteria. The physician redeployed the closure device in the patient, but it was too constrained, so it was fully recaptured. After the device was recaptured, the physician attempted a more proximal deployment. When the device was redeployed, it appeared too constrained and was fully recaptured after a tug test. At this time, it was noted that the patient had a perforation of left atrium appendage (laa) that led to a circumferential pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and bright red blood was drained (amount of fluid removed was not disclosed). The patient then underwent a pericardial window procedure to help drain the fluid from around their heart. The patient decompensated and did not respond to resuscitation efforts. The patient died as a result of this event. The device is not expected to be returned for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device technical analysis: it was indicated the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of pericardial effusion, cardiac trauma, cardiac tamponade and death were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of pericardial effusion, cardiac trauma, cardiac tamponade and death are a known inherent risk of the versacross connect laac access solution device. The information within the event description suggests that the effusion is anticipated in nature as per the IFU for the versacross connect laac access solution device.

Event description:
It was reported that patient death occurred. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. A trivial effusion was noted prior to the start of the procedure. The transseptal puncture was performed and a 24mm watchman flx pro laa closure device & delivery system (wds) was deployed in the patient but did not meet release criteria. The physician redeployed the closure device in the patient, but it was too constrained, so it was fully recaptured. After the device was recaptured, the physician attempted a more proximal deployment. At this time, it was noted that the patient had a perforation that led to a circumferential pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and bright red blood was drained (amount of fluid removed was unknown). The patient then underwent a pericardial window procedure to help drain the fluid from around their heart. The patient decompensated and did not respond to resuscitation efforts. The patient died as a result of this event. The device is not expected to be returned for analysis (disposed).